Manufacturer narrative:
The device evaluation is ongoing. There was an additional record created, due to the same reported event happening twice. The additional complaint record is (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the gastrointestinal videoscope had tissue that was pushed out of the scope while it was in the patient, it was the first pass of the biopsy forceps. The tissue was retrieved and there was a 5 minute delay. The scope was replaced with a similar device. The issue occurred during an unknown diagnostic procedure. There were no reports of patient harm, injury, or infection.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: e1 (telephone number). A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer's allegation was not confirmed. Based on the results of the investigation for the falling material into the patient¿s body by inserting the forceps, it is presumed that the user did not perform inspection prior to use in accordance with instructions for use. Since there was no information on the inspection by the user, there is no information to support the presumption. Based on the results of the investigation for the tissue like material remained in the biopsy channel, it is presumed that the material remained in the biopsy channel after reprocessing due to damage of the channel and the material was pushed out of the channel with the forceps. ·the user stated that the material looked like tissue. ·the biopsy channel was leaked. Damage of biopsy channel may disturb performance of cleaning. ·confirmed no deviation from instructions for use on reprocessing by the user. ·the material came out of the device twice after reprocessing. The event can be detected/prevented by following the instructions for use: a. Instructions for use instructs to check foreign material at inspection prior to use in the following chapter. 3.8 inspection of the endoscopic system, inspection of the instrument channel 1 insert the endotherapy accessory through the biopsy valve. Confirm that the endotherapy accessory extends smoothly from the distal end of the endoscope. Also, make sure that no foreign objects come out of the distal end of the endoscope. B. Instructions for use states on troubleshooting during procedure as follows: operation manual chapter 5 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described in section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Olympus will continue to monitor field performance for this device.